Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the plastic distal end cover, the adhesive around objective lens, the plug unit, the scope connector case unit, the grip, switch 1, switch 2, the forceps elevator lever, the up/down knob, the right/left knob, and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing inside the nozzle, probe cover, distal sheath, connecting tube, adhesive of the objective lens, light guide lens, and distal sheath. There was no damage to the area where the foreign material was detected and no deviations from the instruction manual in the reprocessing steps at the material residue point. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had exhibited foreign objects inside the nozzle, probe cover, distal sheath, connecting tube, adhesive of the objective lens, light guide lens, and distal sheath. There were no reports of patient involvement.